Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 509 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. Symptoms reported include vomiting, abdominal pain, headache, blur vision and dizziness. The patient was treated with IV fluid and insulin in the ER. The patient was released in 3-4 hours.